Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty multi-function cable. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during biomed testing the device did not discharge. Complainant indicated that there was no patient involvement in the reported malfunction.